Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-05695. It was reported that there was a controller fault requiring a system controller exchange. During the investigation of the controller, no external power events were found in the log file due to a loss of power to the mobile power unit (mpu).

Event description:
It was reported that the patient's mpu has a v-lock connector on the ac adapter. The cause of the no external power alarm was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event of a no external power alarm on the mpu was confirmed via the downloaded log file from the returned controller. A review of the downloaded log file spanned approximately 3 days ((B)(6)per time stamp). On (B)(6) the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to 0v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu serial (B)(6), was not returned for analysis. Additional information provided on 18jan22 stated that the patient does have a v-lock connector and the cause of the no external power alarm was unknown. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.